Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
Initial and follow up mfg medwatch reports have been submitted for this event. However, it has been determined that the viper semi constrained cannulated screw, catalog number 179734650, has not been approved for market in the u.s. And its design is not similar to any depuy synthes spine that has been approved for market in the u.s. As such, this is device was not involved in a FDA reportable event.

Event description:
It was reported that a screw was found to be broken on x-ray post-operatively. A correction surgery was performed to remove the broken part of the screw at the l4 of the patient. The patient was asymptomatic.

Manufacturer narrative:
Visual inspection revealed that the screw broke at the screw shank approximately 25 mm from the polyaxial ball. The second half of the screw shank was not provided for this analysis. Device was then sent to the lab for fracture analysis. A scanning electron microscopy (sem) analysis was performed on the fractured surfaces to facilitate a more detailed investigation of the fractured characteristics of the part. The fractured surface exhibited smooth and grainy/rough regions, indicative of fatigue failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record for the expedium sc cannulated ti polyaxial screw 6x50mm found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12-month review of the complaint trend analysis for the expedium sc cannulated ti polyaxial screw 6x50mm was conducted on the product family from this complaint because of a similar top loading geometric design and functionality of the tulip head. It was noted that there were no related complaints associated with the polyaxial screw shank becoming fractured. In this complaint it was noted that the patient was asymptomatic. Additionally, there was harm to the patient in the form of a revision surgery. Review of complaints found no significant trends. The root cause of the polyaxial screw becoming fractured cannot positively be determined. However, the fracture analysis noted that the fractured surface exhibited smooth and grainy/rough regions, indicative of fatigue failure. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.

Manufacturer narrative:
Initial and follow up mfg medwatch reports have been submitted for this event. However, it has been determined that the viper semi constrained cannulated screw, catalog number 179734650, has not been approved for market in the u.s. And its design is not similar to any depuy synthes spine that has been approved for market in the u.s. As such, this is device was not involved in a FDA reportable event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.